Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide do not take insulin doses too close together, often referred to as stacking insulin.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40-80 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. There was no additional information provided regarding the issue.